Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the doctor reported that the wire was prone to breakage during suturing. (When the wire is not clamped with other instruments and the wire is pulled by hand) and it has happened many times, and finally I couldn't stand it before making this report. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # =(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ how many devices demonstrated the alleged deficiency? ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Additional h11: pdsii clr 18in 4-0 s/a ps-2 prm mp (z496g) : unknown pdsii clr 18in 4-0 s/a ps-2 prm mp (z496g) : lot code/lot number: 102468 list of other j&j products (non-customer complaint products) used in the case surgery. ## *** has there been a patient or user injury report? ## no *** are there any noticeable delays? ## unknown *** if available, provide the product order number (po). ***. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.